Event description:
It was reported that the paramedics used the device to administer a shock to a patient diagnosed in cardiac arrest. When the defibrillator was charged to administer a second shock, the device reportedly shut off. The operator turned the device back on and when the defibrillator was charged to administer a second shock, the device again reportedly shut off. The batteries in the device were changed and they subsequently functioned properly and a shock was administered to the patient. The patient's outcome was not reported. There were no reports of adverse affects to the patient reported as a result of device issue.

Manufacturer narrative:
The service rep evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not determined. The device was returned to the customer.